Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised due to instability. A 2x9 ps insert was revised to a 2x16 ts insert. Rep confirmed that there were no allegations or intra-op observations against the revised liner - the patient's joint/ tissues had simply become loose over time, there was no device loosening. Rep also confirmed that no further information will be provided by the hospital or surgeon.